Event description:
It was reported that the subject programmer turned off by itself during use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer turned off by itself during use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer turned off by itself during use.